Manufacturer narrative:
The patient's weight was not provided. Approximate age of device - 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was presented to ed with unspecified short, sporadic, beeping from the system controller and had a clot in the pump. There were a few speed drops below the low speed limit. The patient was asymptomatic. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of suspected thrombus could not be conclusively determined, although the report of low speed operation events were confirmed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Thrombus and the use of anticoagulation are addressed in risk management. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.